Manufacturer narrative:
Updated: d8, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, image noise was confirmed. The root cause of the image noise was found to be the result of a damaged charged-coupled device unit. The root cause of the device damage could not be determined, however, the issue was likely the result of component failure to handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when using the deflectable videoscope, the image was abnormal. It was reported that the image was noisy with the appearance of sandstorm. The malfunction was noticed during preparation for use. There were no reports of patient involvement.